Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-1058. The pt was implanted with 2 leads with the same lot number (for off label use). It was reported the pt had fallen and was not receiving effective stimulation. The pt is implanted with peripheral leads. Intra-operative testing and x-rays taken determined that one lead had migrated and there was fluid in the header of the ipg. The entire scs system was explanted and replaced with a new one. It is reported the pt is receiving effective stimulation with her new scs system.